Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-s1 it was reported that the patient presented with pre-op diagnosis of degenerative disc disease and underwent posterior lumbar fusion from l3-s1 with pedicle screws, intra-op, the gear shift upon normal use by the surgeon broke upon him when cannulating the pedicle for a screw at s1 on the left side of the patient. The surgeon utilized a burr / drill and was able to loosen and remove the entire piece with a pituitary. The surgeon was able to implant a pedicle screw as planned with no problems at s1 on the left after the removal of the broken piece. No fragment of the implant or instrument remaining in the patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Approximately 5mm of the tip of the probe has been sheared off. The flow of material at the tip is consistent with a torsional load being placed on the shaft. The hardness of the probe's shaft was tested and meets the print spec. The sheared portion of the tip was not returned for analysis. These observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.